Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The suture detachment was confirmed as a link detachment. Although it was reported that the suture was detached, the event is classified and analyzed as suture retrieval issues as the difference between the two failure modes is often not discernable to the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath after an unspecified coronary procedure. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.